Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure. According to the complainant, during attempts to release, the stent severe resistance was felt resulting in stretching of the inner sheath. The guidewire becoming stuck in the sheath. Both the stent system and the guidewire were removed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Resistance. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.